Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer provided the below examples for review. Date time sg value bg value a. (B)(6) 2025 cgm 52 mg/dl bgm 92 mg/dl at 6am. B. (B)(6) 2025 cgm 50 mg/dl bgm 82 mg/dl at 7:47am. C. (B)(6) 2025 cgm 59 mg/dl bgm 134 mg/dl at 1pm. The incident did not result in any patient harm or sensor removal.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. A review of the glucose data on dms showed some variations in the sensor glucose (sg) value, potentially due to early wear adjustment of the sensor after insertion. Additionally, the customer was asked to perform a re-link of the sensor and was provided with the steps. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. Once the re-link was performed, the system performance improved with better agreement between bg entries and sg values. The customer confirmed that the issue got resolved. No further actions were found necessary for this complaint.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. A review of the glucose data on dms showed some variations in the sensor glucose (sg) value, potentially due to early wear adjustment of the sensor after insertion. Additionally, the customer was asked to perform a re-link of the sensor and was provided with the steps. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. Once the re-link was performed, the system performance improved with better agreement between bg entries and sg values. The customer confirmed that the issue got resolved. No further actions were found necessary for this complaint. B4. Date of this report 18 dec 2025. G3. Date received by the manufacturer? 18 dec 2025. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.